Event description:
Additional information was received from the healthcare provider (hcp) via a device manufacturer representative indicated that the pump was programmed per the hcp orders. No further complications have been reported.

Manufacturer narrative:
Concomitant medical products: product ID a810 serial# unknown product type software product ID 8781 serial# (B)(6) implanted: (B)(6) 2013 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician; product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 20201-jul-20. It was reported that the patient thought that the pump was programmed incorrectly after her catheter surgery. She thought that they "programmed the dosing too low" which caused her to lose 13 pounds since the surgery. She was unable to eat and couldn't smell or taste food. She thought she was going through withdrawal because of the dosing being too low. She was trying to reach out to her hcp but was having a hard time getting a hold of anyone. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#:(B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 12-feb-2015, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient receiving bupivacaine ( 20 mg/ml at 5 mg/day) and morphine (5 mg/ml at 1.25 mg/day) via an implanted pump. It was reported the hcp was not sure but thought there was a catheter kink and that the catheter was in the wrong place so the patient was not receiving the intended therapy. A revision was done today along with medication/concentration/dosing changes. The revised catheter was cleared of the old drug so the only place the old drug remained was in the pump tubing. The new drug cocktail was placed in the reservoir and a prime of the revised catheter had not been done yet. The caller was inquiring about the next steps. Tech services assisted the rep with priming the revised catheter and options for programming a modified bb or if the bb dose would be too high to deliver the old medication then the option of a system content removal procedure was also reviewed. The rep was going to confer with the hcp.